Manufacturer narrative:
The device evaluation found foreign material in the forceps elevator and residual liquid at the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material in the forceps elevator and residual liquid in the distal end. There were no reports of patient involvement.